Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the cause was unknown and no actions to resolve the issue have been taken. It was reported the issue has not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that stimulation was not working. It was reported that symptoms started after patient had a chiropractic procedure several weeks ago. It was reported impedances showed all electrodes over 10,000. Patient will have an appointment with their healthcare provider on (B)(6) 2018 for surgical consultation. Issue was not resolved at the time of this report. No further complications were reported/anticipated.